Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was emergently flown to the hospital from long term acute care facility (ltac) with ventricular assist device flows around 0.2 liters per minute (lpm). The patient was unconscious and extremely hypotensive. Flows rebounded for a period of time after medical intervention and then lowered again. Heart failure clinic (hfc) noted that septic shock was the possible root cause and that the outflow graft appeared to be obstructed/ compressed on images taken after readmission. The patient had been on heparin drip for subtherapeutic international normalized ratio (inr). No other treatment was performed. On (B)(6) 2022, it was reported through the patient outcome that the patient passed away on (B)(6) 2022. The cause of death was determined to be hypoxic brain injury. The death was reportedly not considered to be device related and the device operated as expected. No device was to be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s septic shock could not be conclusively determined through this evaluation. The reported outflow graft obstruction was unable to be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review, and a direct cause for the reported event could not be conclusively determined through this evaluation. Finally, a direct relationship between the device and the reported hypoxic brain injury, hypotension, syncope, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The surgical procedures section of the IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The IFU includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.